Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected discrepant test and a member of the technical support group was able to perform data analysis. Investigation was unable to be performed as insufficient information was provided. Customer unable to provide exact results, cartridge sn, or cartridge lot number obtained for the discrepant result.

Event description:
Customer reported a suspected discrepant result. On (B)(6) 2022, the customer received a negative result using the cue covid-19 test for home and over the counter (otc) use cartridge sn: (B)(4) lot: 22515c. The customer also reported a "different result" on a different reader sn; second test date, cartridge lot, reader serial number are unknown. No further information was provided regarding discrepant event. Customer also reported a suspected false positive result. See (B)(4).